Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during an acromioplasty surgery, when the surgeon inserted the needle into the tendon, the needle was blunt, it did not enter. The problem occurred with 3 needles. The device was used anyway to complete the surgery. However, the surgeon had to take the tendon by the distal side. No harm for patient, operator or third party reported. It was not necessary to perform a second surgery. Update received on 14-may-2020: the surgeon had to make another incision to take the tendon from the distal side. Surgery took approx. 45 min. Longer. It was not necessary to give another doses of anesthetics due to the prolonged surgery time.